Event description:
The customer reported that the system had no display on either monitor at boot up. No patient injury was reported.

Manufacturer narrative:
The customer will have third party repair the system. The customer canceled the service call.